Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device, during drain 3 of 5. The se 2240 occurred during use while the home patient (hp) was connected. Per the caregiver, the hp may have disconnected and reconnected during therapy there was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The cause was determined to be use error- patient disconnected from the set. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide provides step-by-step instructions for when and how to connect to the disposable set and for properly re-priming the patient line. Should additional relevant information become available, a follow-up will be submitted.